Event description:
It was reported that during a left ischemic ventricular tachycardia procedure, the patient developed a pericardial effusion while in the process of creating a sound map of the left ventricle from the right ventricle. The patient required a pericardiocentesis in which 450 cc was recovered. The patient is currently stable and will be observed overnight in the ccu. Upon request, the bwi field representative provided additional information on the event. The physician used a soundstar eco diagnostic ultrasound catheter in the ra, rv, and rvot to map the patient lv, ao and avr. The sound map was complete. No catheter manipulation issues. The physician was deciding if he would go retrograde or transseptal when decreased blood pressure was noted. A new pericardial effusion was now viewed with the ice catheter on the posterior wall of the heart. The patient's blood pressure fell to 70-80 systolic with support of IV fluids and dopamine infusion. Effusion was also confirmed by transthoracic echo image. The physician requested assistance from the interventional physician and a pericardiocentesis was performed. Approximately 450 cc of bloody fluid was withdrawn. The patient systolic blood pressure increased quickly to 110-120. The patient was observed closely for 30 plus minutes and the patient was determined to be stable with no evidence of recurrent effusion. The ablation was aborted and the patient was taken to ccu for observation. The physician mentioned that most likely the perforation was while he was in the rvot as there are very thin walls in this region. The patient was a frail (B)(6) female. The patient did not receive any anticoagulation in the procedure. The event took place before any ablation was performed.

Manufacturer narrative:
In the supplemental follow-up #1 submitted on january 25, 2013 it was reported that the product investigation would not be performed since the catheter was not returned for analysis. However, on december 23, 2013 the bwi failure analysis lab received the product. The product investigation is in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during a left ischemic ventricular tachycardia procedure, the patient developed a pericardial effusion while in the process of creating a sound map of the left ventricle from the right ventricle. The patient required a pericardiocentesis in which 450cc was recovered. The patient is currently stable and will be observed overnight in the ccu. The returned device was visually inspected upon receipt and shaft was bent next to sleeve. Per the event, the catheter was evaluated for carto 3 and the catheter was recognized by the system, no error messages were displayed and the catheter was properly visualized. A deflection test was also performed and the catheter passed. The final OEM inspection was reviewed and no anomalies were found related to this complaint. In addition, the final OEM inspection review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown since the soundstar catheters are used to detect the pericardial effusions. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). The system was connected but not used. Cool flow pump, u.s. Ship kit: model #: m-5491-02, serial #: (B)(4). The system was connected but not used. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).